Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional test due to an open trace on the heart lead flex (out of specification). Analysis also found the upper case is dented, the keyboard is scratched, and the battery drawer is contaminated. (B)(4).

Manufacturer narrative:
Further analysis was performed on the heart lead flex. Visual inspection noted torn signal trace, no other anomalies observed. Bench analysis found intermittent continuity and cracked circuit traces. Conclusion: confirmed the failure seen during repair of the device caused by intermittent circuit path continuity.